Manufacturer narrative:
(B)(6). (B)(4). For 6 of the 7 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the bat to vent switch for 1 unit, and the bottom breathing system assembly for 1 unit. To resolve 1 event, the screen and ram connections were cleaned and re-seated, to resolve 1 event the flow sensor was re-seated, to resolve 1 event the exhalation valve interface in the patient block was cleaned and lubricated, to resolve 1 event the bag to vent micro switch was cleaned. For 1 of the reported events, a (B)(4) healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced mechanical problems. 2 events were reported for the bag to vent switch is not working properly preventing manual ventilation, 1 event reported for bag to vent switch faulting resulting in loss of mechanical ventilation, 1 event reported for malfunction causing a loss of mechanical ventilation, 1 event reported for mechanical ventilation not functional, 1 event reported for malfunction preventing the selection of the desired ventilation mode, and 1 event reported as equipment not passing the first stage of the user test resulting in a loss of mechanical ventilation. These reports were received from various sources. Of the 7 events, 6 did not involve patients, and 1 did involve patients. There is no patient information available.